Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 14f amplatzer amulet delivery sheath. The laa had a windsock morphology. On 135° transesophageal echocardiography (tee), small pectinate muscles were observed in the distal laa, with a depth of 18 mm. The plan was to deploy and implant the lobe just beyond the discrete narrow opening. The landing zone measured 28 × 15 mm, and a 28 mm amulet device was selected for implantation. The depth from the discrete narrow opening to the pectinate muscles within the laa exceeded 18 mm, providing sufficient space for lobe deployment. During the procedure, the activated clotting time (act) levels were 350s and 4000 units of heparin was administered. The left atrial pressure ranged between 12 and 15 mmhg. The first deployment was initiated from the mid-distal portion, gradually expanding the lobe from a ball shape to a triangular position, ensuring close contact and fixation near the discrete narrow opening. The posterior aspect was partially compressed in a semi-sandwich configuration. The device was positioned as intended, and after confirming the close sign, activating color doppler, performing a tension test, and verifying with contrast angiography, no issues were identified, and the device was released. The minimum distance between the pulmonary artery (pa) and the laa was approximately 2.5 mm, which was deemed acceptable. There was no pericardial effusion was observed until the patient left the procedure room and dual antiplatelet therapy (dapt) was prescribed postoperatively. On (B)(6) 2025, at the 34-day postoperative follow-up, transthoracic echocardiography revealed a circumferential pericardial effusion of approximately 3 mm. A cardiac tamponade was also present. They decided to discontinuation of dual antiplatelet therapy (dapt) and close monitoring. The physician mentioned the cause for pericardial effusion was the 28mm amulet.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of circumferential pericardial effusion and cardiac tamponade after one month of amulet implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. There was no difficulty implanting a device reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information available, it is difficult to determine with certainty the exact cause of the reported event, including whether the amulet contributed to the pericardial effusion and cardiac tamponade. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.